Manufacturer narrative:
The pump remains implanted, but a portion of the percutaneous lead was returned. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2020-05296. It was reported that the backup battery in the heartmate ii system controller was replaced in response to a backup battery fault alarm. Rescue tape was noted on the driveline. Technical services reviewed the device's log files and found previous advisories for low speed events on (B)(6) 2020 while using the mpu, pump stop events on (B)(6) 2020 while using batteries, and a pump stop on (B)(6) 2020 while using the mobile power unit (mpu). They also noted that while the patient was connected to the mpu, the device logged a yellow wrench/replace controller event on (B)(6) 2020 along with a low speed advisory which both resolved on their own. Technical services assessed that these advisories were indicative of percutaneous lead issues. The patient denies hearing these previous advisories, did not experience any related symptoms, did not report that pump stoppages were related to specific torso movements, and did not report any overt trauma to the driveline or any changes to their weight that would explain the damage. The hospital sent x-ray imaging used to help diagnose the location of the damage and noted a potential area of damage on the external portion of the cable. On (B)(6) 2020, a portion of the percutaneous lead was replaced approximately 3 inches from the exit site. No issues were noted after the patient was back on the grounded patient cable.

Manufacturer narrative:
Manufacturer investigation conclusion: the evaluation of the returned portion of the driveline confirmed wire damage that could have caused the reported low speed and pump stop events while the patient was supported by the mobile power unit (mpu) and batteries. The submitted x-rays showed potential breakdown of the metal braided shield along much of the external driveline. Near the driveline exit site on the external portion of the driveline, an area with possibly more severe metal braided shield breakdown was noted. A driveline wire compromise could not be confirmed via the submitted x-ray images. The submitted log files from (B)(6) 2020 through (B)(6) 2020 were reviewed. A low speed advisory alarm was captured on (B)(6) 2020 while the device was connected to the mpu. A pump stop event was captured on (B)(6) 2020 while the device was connected to batteries. An additional low speed advisory alarm was captured on (B)(6) 2020 along with a pump stop event while the device was connected to the mpu. Refer to the system controller report regarding captured lcd (liquid-crystal display) fault flags, backup microcontroller (mcu) fault flags, and backup battery fault flags (MFR # 2916596-2020-05296). There were no other notable alarms active in the log file. Approximately 18.75¿ of the distal end of the driveline was returned covered in rescue tape. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. Upon removal of the rescue tape, multiple tears in the silicone jacket were noted; refer to MDR # 2916596-2020-05266 regarding this external, superficial driveline damage. The driveline was disassembled, and examination of the underlying wires revealed kinking of the orange and yellow wires at approximately 3.25¿ from the controller connector. Microscopic examination of these kinked areas revealed wire insulation breaches that appeared consistent with fatigue due to repetitive flexing. There was no other evidence of any other breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hi-pot testing which confirmed the wire insulation breaches of the orange and yellow wires; no other areas of current leakage through the insulation of the driveline¿s wires were identified. The low speed operation while operating on the mpu would have occurred if either of the conductors from the orange or yellow wires contacted the metal braided shield, resulting in a short-to-shield. The pump stops while operating on batteries would have occurred when the conductors from the orange or yellow wires simultaneously contacted each other or the metal braided shield, resulting in a phase-to-phase short. The patient remains ongoing on (B)(4). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 16jul2014. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) are currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, are also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.